Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the lots 25096895, 25097345, and 25098171 the last 3 lots shipped to the account prior to the aware date. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, after cleaning the vaso view hemopro a few times, it was observed that the heater wire on the jaws were bent. A replacement device was used to complete the procedure. The hospital did not report any pt effects.